Manufacturer narrative:
(B)(4).

Event description:
Customer stated that the turbohawk device got caught in a 7f sheath at the aortic bifurcation. Upon trying to remove turbohawk, device broke in two leaving the nosecone inside the sheath at the bifurcation. Sheath was removed from patient with broken parts inside, and a new sheath was placed. The procedure was completed using another turbohawk device.

Manufacturer narrative:
Evaluation summary: the turbohawk was received for evaluation. The turbohawk was inspected and it was noted that the distal assembly was separated from the rest of the device. It was also noted that the coiled segment of the platinum iridium was stretched and exposed distal to the cutter window. The distal assembly was inspected and the coil was observed to be stretched within the tecothane layer of the distal assembly. The fracture face of the platinum iridium of the proximal exposed segment appeared ductile. The reported event of the turbohawk device breaking in two pieces has been confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.